Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 06/06/2016 - additional information was received from a consumer in a clinical study via a company representative (rep). The patient's baseline assessment was provided and indicated the patient's location of stroke (medical history) was the right cortical and the stroke was confirmed by CT. The patient was receiving ongoing treatment for the stroke, hypertension, depression and anxiety, hypercholesterolaemia, insomnia, erectile dysfunction, post stroke spasticity, and pain. The patient had no medication allergies. It was noted the patient did not get any non-drug therapies in the last three months and currently used a walking stick as an assistive device. In the past the patient had received physiotherapy trial related (twice per week starting (B)(6) 2014 to (B)(6) 2014 and then once per week from (B)(6) 2014 to (B)(6) 2014), occupational therapy, and neuro psychology. In regards to the patient's medical history the start date of the patient's insomnia and erectile dysfunction was (B)(6) 2013 and stop date was (B)(6) 2014. The patient's post stroke spasticity started on (B)(6) 2012 with a stop date of (B)(6) 2014. Pain started on (B)(6) 2012 and ended on (B)(6) 2014. The trial method was bolus by lumbar puncture and the maximum bolus given during the itb test was 50 mcg/ml. The itb test required overnight hospitalization and the admission date was (B)(6) 2014 and discharge date was (B)(6) 2014. The patient fulfilled the test success criteria and would proceed to implant on (B)(6) 2014. There were no complications or adverse event during implant any hospitalization other than for implant. On (B)(6) 2014 the pump had been reprogrammed due to increased spasticity. The date of onset of worsening spasticity was (B)(6) 2014 and the event was mild in severity. The spasticity was not related to the trial drug or device and was related to the pre-existing condition (worsening or exacerbation). The outcome of the worsening spasticity was unknown. It was noted the patient died and there was no opportunity to assess the outcome prior to this. It was further reported the patient experienced two mechanical falls with no lasting injury and the event date was (B)(6) 2014. The event severity was mild and was possibly related to the drug and device. Actions required as a result of the event included programming/refill and intrathecal medication was reduced on (B)(6) 2014. The outcome after the actions taken was recovered/resolved on (B)(6) 2014. Pump titration was lowered to 248.72mcg/day (lowered by 17%) as patient felt he was having falls because the dose of baclofen was too high. Patient described symptoms of feeling like "jelly"- lower limb weakness on (B)(6) 2014. The patient had two controlled falls. One fall on (B)(6) 2014 at 5am and one on (B)(6) 2014 at 11am. Causality was thought to be weakness. Actions taken included reducing the intrathecal medication and the outcome was recovered/resolved on (B)(6) 2014. Titration further decreased to 207.44 mcg/day on (B)(6) 2014. On (B)(6) 2014 the patient had multiple falls considered to be related to the patient's high alcohol consumption and the severity was mild. The falls were not related to the drug or therapy, rather due to pre-existing condition (worsening or exacerbation/alcohol abuse) and was a new illness, injury. The patient's gamma gt blood test was done due to his alcohol consumption. The patient had been advised to stop drinking and has agreed to have weekly gamma gt blood tests. Patient had falls before the date this was reported, in hindsight the previous falls may too have been related to alcohol. Patient died, no further falling episodes reported at clinical or study visits. On (B)(6) 2014 the patient was noted to have reduced his alcohol intake. The outcome was unknown. On (B)(6) 2014, the pump had been reprogrammed to 274.29 mcg/day and the reason for reprogramming was "side effects". The pump was also reprogrammed on (B)(6) 2014 for "optimalisation of dose" and it was noted there was a complication or adverse event since the last study visit. There was also an in-patient hospitalization since the last study visit. The reprogramming on (B)(6) 2014 and (B)(6) 2014 was also due to "side effects". On (B)(6) 2014 the patient had a visit and the patient's wound at site of pump was still healing and therefore was not titrated at this visit. It was noted there was no complication or adverse event since the last study visit; however there was an in-patient hospitalization since the last study visit. An unscheduled visit occurred on (B)(6) 2014 and there was no refill or programming. The patient was not receiving optimized therapeutic itb therapy dose and the baclofen dose was still being progressively increased. On (B)(6) 2014, the pump had only been refilled with lioresal 2000 mcg/ml (20 mls).the patient was receiving the optimized therapeutic itb therapy dose. On (B)(6) 2014, the patient had an unscheduled visit. Regarding concomitant medications, the concomitant medication perindopril dose was 4 mg once per day oral for hypertension with a stop date of (B)(6) 2014. It was also reported the patient was receiving oral baclofen 30 mg three times a day from (B)(6) 2012 (prior to implant) with a stop date of (B)(6) 2014 (three days post implant). The flucloxacillin dose was 2g four times per day intravenous with a start date of (B)(6) 2014 and end date of (B)(6) 2014 for possible wound infection. The patient was also receiving oral baclofen 20 mg three times a day and the end date was (B)(6) 2014 (start date (B)(6) 2014 as previously reported). It was noted the stop date of the oral sertraline (50 mg once a day, start date (B)(6) 2012 as previously reported) was (B)(6) 2013. The patient's oral mirtazapine dose was 15 mg once per day. The patient was receiving oral baclofen 10 mg three times per day from (B)(6) 2014 to (B)(6) 2014 and 10 mg twice per day from (B)(6) 2014 to (B)(6) 2014. From (B)(6) 2014 the patient was receiving oral baclofen 10 mg once per day from (B)(6) 2014 and therapy was ongoing. In regards to the patient's death on (B)(6) 2014 due to alcohol poisoning, it was a life threatening situation that was medically significant resulting in death. It did not result in in-patient hospitalization. It was not related to the trial drug or device and was related to a pre-existing condition (worsening or exacerbation). The death was not considered to be directly related to study device or drug. They were awaiting coroner's inquest to judge whether participation in sisters trial may have been implicated in his deteriorating depression and alcoholism. Coroner's report confirmed the cause of death to be due to alcohol poisoning. The pump was explanted on an unknown date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Please note a duplicate event was found. The following information which pertained to this current event was previously captured in manufacturer report #3004209178-2014-04575: ¿on (B)(6) 2014 at a dose of 120.13 ug qd, on (B)(6)2014 at a dose of 143.94 ug qd, on (B)(6) 2014 at a dose of 172.03 ug qd, from (B)(6) 2014 to (B)(6) 2014 at a dose of 207.44 ug qd, from (B)(6) 2014 to (B)(6) 2014 at a dose of 248.72 qd and from (B)(6) 2014 at a dose of 297.42 ug qd. It was also reported that the patient was dosed at 248.72 ug qd from (B)(6) 2014 and at this dose from (B)(6) 2014. The investigator reported that baclofen titration by 20% rather than as the patient seemed to be tolerating the dose well. On (B)(6) 2014, it was stated that the patient¿s baclofen dose was increased by 20% as he was tolerating the previous dose well. On (B)(6) 2014 it was stated that the subject's dose of baclofen was reduced by 20% as he was not tolerating the dose well. From (B)(6) 2014, the patient received the baclofen at a dose of 248.72 ug. On (B)(6) 2014 it was stated that the patient was not tolerating the current baclofen concentration so the dose was reduced by a further 20%. From (B)(6) 2014 the patient received the baclofen at a dose of 207.44 ug.¿ further, on 2016-07-26 the representative reported that the reason for decreasing in dosing was due to the adverse event experienced by patient which was reported as ¿lower limb weakness¿ with a start date of (B)(6) 2014 and resolved on (B)(6) 2014. Please note, going forward and additional information regarding lower limb weakness and tolerating the dose in regards to the early (B)(6) 2014 dates will be captured in this current manufacturer report # 3004209178-2016-09262.

Event description:
Information was received from clinical study via a healthcare provider (hcp) and company representative (rep) in the (B)(6) regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 100 mcg/day) via an implanted pump. Indications for use were not reported. Other medications the patient was taking at the time of the event included: metoprolol (B)(6) 2012, yes hypertension, amlodipine (B)(6) 2012 yes hypertension, perindopril (B)(6) 2012 no hypertension, paracetamol (B)(6) 2012 yes pain relief, zopiclone (B)(6) 2013 yes insomnia, sildenafil (B)(6) 2013 yes erectile dysfunction, baclofen (B)(6) 2012 no spasticity post stroke, ibuprofen (B)(6) 2014 yes pain relief after injuring arm falling down stairs, co-dydramol (B)(6) 2014 yes pain relief, ramipril (B)(6) 2014 yes hypertension, flucloxacillin (B)(6) 2014 no possible wound infection, baclofen (B)(6) 2014 no spasticity, sertraline (B)(6) 2012 no intermittent depression, venlafaxine (B)(6) 2014 yes depression, sertraline (B)(6) 2014 yes depression, mirtazapine (B)(6) 2014 yes depression, baclofen (B)(6) 2014 no spasticity, baclofen (B)(6) 2014 yes spasticity, and baclofen (B)(6) 2014 no spasticity. The patient's medical history included stroke (inactive) (start date (B)(6) 2012- end date (B)(6) 2012), other hypertension (start date (B)(6) /2012) (inactive), other intermittent depression and anxiety (start date (B)(6) 2012) (inactive), other hypercholesterolaemia (start date (B)(6) 2012) (inactive). The patient described symptoms of feeling "li". Follow up is /being conducted to clarify how the patient was feeling as it was unclear as reported. It was noted that post operatively, the patient described symptoms of feeling like "jelly" and lowerlimb weakness. The issue was resolved at the time of this report. The patient's status was deceased and the death was a result of alcohol poisoning (refer to (B)(4)). Surgical intervention did not occur and was not planned. On (B)(6) 2016, additional information was received from the rep indicated there was a correction to the initial report and the pump was explanted (refer to (B)(4)). Additional information was received on 2016-apr-25 indicating that the severity of the event was mild, the event was possibly related to the trial drug (dose related) and was occurring because of titration. The event was possibly related to the device as a result of programming. Actions taken in association to the event; the intrathecal medication was reduced on (B)(6) 2014, the pump titration was lowered to 248.72 mcg/day (17%decrease) as patient felt he was having falls because the dose of baclofen was too high. There was no device revision. The outcome was listed recovered/resolved on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.